Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed but the exact cause remains unknown. One video sample of a 2 fr sl per-q-cath catheter was provided for evaluation. The video shows the device in use within a patient. The winged hub and the catheter extending from the insertion site is visible. The catheter is being infused with a solution and a bead of fluid was observed to form in the proximal end of the catheter shaft. The leak location cannot be clearly inspected from the video provided. A review of the manufacturing records did not reveal any evidence to suggest a manufacturing related root cause contributed to the reported event. Based on the event description and video sample provided, possible contributing factors include stylet damage, sharp instrument damage, and damage during handling. Since the characteristics of the split could not be clearly observed, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) of rect0098 showed twelve other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6) 2020, a PICC catheter was installed in a newborn admitted to the neonatal ICU, after insertion, when testing the flow and reflux, observed leakage of physiological solution along the length of the catheter. The catheter was removed and a peripheral venous access was punctured for antibiotic therapy. Nurse emphasizes that before the insertion of all PICC catheters in the neonatal and infant ICU, staff proceeded to do a visual inspection and filling the catheter prime with 0.9% saline solution. The stylet is only pulled after salinization. Additional information received 9/3/2020 - the complainant reported that the patient was not harmed. The end of the central catheter was said to be fractured. Patient is receiving treatments through a peripheral IV instead of a central catheter now.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of rect0098 showed twelve other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6) 2020, a PICC catheter was installed in a newborn admitted to the neonatal ICU, after insertion, when testing the flow and reflux, observed leakage of physiological solution along the length of the catheter. The catheter was removed and a peripheral venous access was punctured for antibiotic therapy. Nurse emphasizes that before the insertion of all PICC catheters in the neonatal and infant ICU, staff proceeded to do a visual inspection and filling the catheter prime with 0.9% saline solution. The stylet is only pulled after salinization. Additional information received 9/3/2020: the complainant reported that the patient was not harmed. The end of the central catheter was said to be fractured. Patient is receiving treatments through a peripheral IV instead of a central catheter now.